Manufacturer narrative:
(B)(4).we are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: only the complaint manometer was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and performance tested. Upon receiving the device it was determined that the complaint manometer was a spare manometer for the neopuff resuscitator. Results: visual inspection revealed no physical damage to the returned manometer. Performance test revealed that the manometer was out of specification. However, the manometer was able to be reset to zero. Conclusion: we were unable to replicate the reported fault with the returned manometer. We are unable to determine what may have caused the returned manometer to become out of specification. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."

Event description:
A distributor in (B)(6) reported that the needle of the manometer in an rd900 neopuff infant resuscitator could not be set to zero. This was found prior to patient use.

Event description:
A distributor on (B)(6) reported that the needle of the manometer in an rd900 neopuff infant resuscitator could not be set to zero. This was found prior to patient use.